Manufacturer narrative:
(B)(6). (B)(4). The returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the stent was returned loaded in the delivery system. The guide catheter was kinked/bent; also it was stretched and broken at the proximal section. Additionally, the push catheter was kinked/bent at the distal section, and the suture hole was torn. Findings from visual assessment indicates that there were issues on deploying the stent. No other problems with the device were noted. The reported event was confirmed. According to product analysis, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink/bend the catheters, user technique when the device is removed from its package or advancing the device through the scope can kink the catheters. This condition can cause friction between the components at kinked/bent areas in the catheters, and continued attempts to release the stent or force retraction of the guide catheter in order to release the stent can result in guide catheter stretching and breaking. Additionally, the suture hole torn indicates that the suture was submitted to tension forces resulting in tearing the suture hole. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported boston scientific corporation that a flexima biliary plus stent was used during a stent placement procedure in the bile duct performed on (B)(6) 2021. During the procedure, when stent released the target site, the guide catheter became stretched, and the stent was unable to be deployed. The procedure was successfully completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter was detahced/separated, therefore this event has been deemed an MDR reportable event.